Manufacturer narrative:
Additional information received by smiths medical that the event occurred during programming. No patient involvement reported.

Manufacturer narrative:
Device eval: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump and that the pump displayed error code 1840 on power up. Review of the event history log showed the pump displayed the following events: 0631> error - 1816 - (B)(6) 2018 9:30:00 pm followed by 0833> error - 1840 - (B)(6) 2018 7:59:00 am. Functional testing involved simulated use and running the pump. The pump was opened and inspected and no discrepancies were found with the internal components of the pump. The microprocessor board was replaced to address the recorded errors. Based on evidence and investigation, the complaint allegation was confirmed. The problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump displayed error code 1816. No adverse effects were reported.